Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped due to oversensing with pacing inhibition on (B)(6) 2018. There were intermittent shifts in impedance measurements, some out of range below 100 ohms and a rise in thresholds above the programmed value. There was no visible damage to the lead under fluoro. The physician changed out the device and this lead.